Event description:
On 10-24-2002 a legal document was received from attorney indicating in 2001 the patient presented to hospital with a periopertive diagnosis of unruptured left middle cerebral artery aneurysm. The neurosurgeon placed a lumbar subarachnoid drain followed by a left peritoneal craniotomy and clipping of aneurysm. During the course of the procedure it was noted by the neurosurgeon " they had some trouble with the spinal drain and had to give the pt more mannitol and put them in a little reverse trendelenberg. They then were able to get into the subarachnoid space and take some (spinal) fluid away, and the pt's brain relaxed nicely." The lumbar subarachnoid drain was placed, managed intraoperatively and then removed (unk date) as the patient was informed by the neurosurgeon. Following the procedure, the patient continued to suffer signs and symptoms of severe headache, low back pain, and cerebral spinal fluid leaks which prompted "epidural blood patch" procedures which were unsuccessful in providing relief. A MRI study conducted in may 2001 demonstrated the presence with the patient's thecal sac a portion of at least 6cm of the "monitorr icp" spinal drain which was inserted in 2001. This was intended and presumed to have been removed in its entirely at the conclusion of that surgery. That section of the drain was found to extend from the upper portion of the body of the vertebra at l-1 and exited the thecal sac at l-2, just above the spinous process of l-2 with the cerebral spinal fluid tracking backwards into the subcutaneous fat. In may 2001 the patient underwent another surgical procedure to retrieve spinal epidural catheter fragment and patch the dural hole. The neurosurgeon noted, "the catheter had torn half-way through the diameter of the catheter, then peeled upwards about an inch, and then tore off completely at that point. In other words, it was a clean break." The surgeon noted that he was then able to visualize "the dripping of clear spinal fluid through that end of the distal end, implying that this was, in fact, the source of the spinal leak and continued headaches."